Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consume regarding a patient who was implanted with a neurostimulator for spinal cord stimulation nonmalignant pain. It was reported that the patient got a new battery implanted in june due to previous battery not being able to recharge or be jump started. Patient stated the leads were not replaced when she had new stimulator put in. Patient stated she met with the rep in probably january regarding battery problem. Patient stated she had it on a low setting prior to that and may have drained the battery because she did not charge it. No further complications were reported/anticipated.